Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that customer experienced hypoglycemia. The customer blood glucose level was 51mg/dl. Customer stated battery cap was damaged when she was changing the battery. The insulin pump will not be returned for analysis. Frn-unk-rsvr, unomed set.